Event description:
It is reported the power supply was not turned on (no boot). There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.